Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycaemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that, on 14th september 2025, the patient's blood glucose level rose to 325 mg/dl with the presence of a high level of ketones while wearing the pod between 4 and 24 hours. Headache was reported as a symptom. They sought advice from a healthcare professional who suggested replacing the pod, giving 2 units of insulin every 3 hours and to go to the emergency department if the glucose level does not improve. When removed from the infusion site (arm), there was redness around the infusion site and the pod's cannula was found bent. The pod was discarded.